Manufacturer narrative:
Since the literature described "dual knife", olympus selected "kd-650l" as a representative product. The device history record was unable to be reviewed for this device since the serial / lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported event was an accident or a complication associated with a surgical procedure using the subject device. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. The literature article is attached for additional information. Olympus will continue to monitor field performance for this device.

Event description:
Olympus reviewed the following literature titled "validation of the best-j score, a prediction model for bleeding after endoscopic submucosal dissection for early gastric cancer: a multicenter retrospective observational study." This multivariate analysis in cohort study was aimed to validate the best-j score at four hospitals not specialized in performing esd and then aimed to identify other risk factors for post-esd bleeding. Incidence of post-esd bleeding in 791 cases of early gastric cancer (egc) were included in this study. The incidence of post-esd bleeding was 38/791 and perforation 15/791. When they categorized cases into low-risk by best-j score, intermediate-risk, high-risk, and very high-risk groups, the bleeding rates were 2.8%, 7.3%, 12.8%, and 19.0%, respectively. This study concluded that best-j score was equally accurate in risk stratification of patients with egc for post-esd bleeding at nonspecialized facilities for esd as in specialized hospitals. Type of adverse events/number of patients: post-esd bleeding - 38 patients. Perforation - 15 patients. This literature article requires 2 reports. The related patient identifiers are as follows: (B)(6) : kd-650l. (B)(6) : kd-610l. This complaint is (B)(6). This medwatch report is for patient identifier (B)(6). There is no report of any olympus device malfunction in any procedure described in this study.